Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, a fluid loss alarm was received. Subsequently, a fluid leak occurred causing a vaginal burn. The burn measured 1cm. Burn degree not provided. The patient was treated with silvadene cream and released the next day fine. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2012. According to the complainant, a fluid loss alarm was received. Subsequently, a fluid leak occurred causing a vaginal burn. The burn measured 1cm. Burn degree not provided. The patient was treated with silvadene cream and released the next day fine. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Manufacturer narrative:
Additional information received stating the burn involved posterior cervix and peritoneum. It was also reported the commands on the system screen may have not been followed correctly and the physician thought it had cooled down and removed the sheath prematurely.